Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels on the second day after changing the infusion set and site. Customer has been using insulin pens to stabilize her blood glucose levels. Pump passed delivery sys check.